Manufacturer narrative:
(B)(4). Batch # p5579d. The analysis results showed that one gst60g reload was received unfired, with the pan detached from the cartridge. One possible cause could be improper loading or unloading technique. Any twisting or off center pushing can lead to this issue. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the sales rep that during a laparoscopic sleeve gastrectomy procedure, the scrub tech experienced difficulty while reloading the plee60a. Upon inspection, she noticed the tray was slightly bent, and not completely attached on one side of the proximal end of the reload. Another like reload was used to complete the procedure. There were no adverse consequences for the patient. One reload will be returned.